Event description:
It was reported that the patient with this pacemaker exhibited noise and oversensing on the right atrial (ra) and right ventricular (rv) channel. Pacing inhibition was also observed on the rv channel. A boston scientific technical services (ts) consultant reviewed the episodes and noted the noise observed on the rv channel caused inappropriate storage of a non-sustained ventricular tachycardia (nsvt) event. An inappropriate atrial tachycardia (atr) event was stored due to the oversensing, and noise exhibited on the ra channel. It was noted that the lead measurements were stable during these episodes. This patient was dependent on rv pacing and experienced asystole greater than 2 seconds. No additional adverse patient effects were reported. This device remains in service.